Event description:
It was reported that the pump battery would not charge, and the screen remained dark. There was no reported impact to the customer¿s blood glucose level. The customer attempted to charge the pump using a tandem charging cable and a wall outlet, and after plugging the charging cable into a different outlet and leaving the adapter plugged in for at least 30 minutes, the issue was resolved as the pump began charging. Additional information was not provided.